Event description:
The clinician reports the implant was inserted (B)(6) 2008 in fdi 35. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and bruxism. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.